Event description:
It was reported that during an interventional procedure of the moderately calcified, mid circumflex artery the lesion was pre-dilatated with a non-abbott balloon catheter followed by a xience v stent delivery system (sds). The sds was advanced but could not cross the target lesion and during withdrawal became caught on the guide wire. It was noted that the sds was successfully dislodged[ freed] from the guide wire and the sds removed from the anatomy as a single unit without incident. A second xience v sds and a non-abbott stent system was attempted to be advanced but failed to cross the target lesion in the circumflex. A non-abbott 2.5 x 14 stent with a prowater guide wire was advanced and used to complete the procedure. There was no reported adverse patient effect. Though requested, there was no additional information provided. Device analysis noted the guide wire was lodged in the 3.0 x 15 xience v sds and was not a prowater guide wire.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience v stent delivery system is being filed under a separate MFR number. Evaluation summary: evaluation of the returned balance middleweight (bmw) guide wire noted blood and contrast on the coils which is consistent with the guide wire being used in the patient as reported. The tip was tugged on to confirm that the core and shaping ribbon were intact. There were offset and overlapping intermediate coils proximal to the center solder. There were multiple bends in the core distal to the proximal end of the guide wire. These noted offset and overlapped intermediate coils and multiple bends in the core are consistent with interaction with the lesion anatomy and/or other device as no damage was reported during inspection prior to use. Analysis revealed corrosion on the proximal solder causing a portion of the intermediate coils to be loose; however, this appears to be related to transport back to abbott vascular for evaluation. Analysis confirmed the reported resistance with the other device as the guide wire was returned inserted in the guide wire lumen of the sds and was able to be removed with resistance noted. The shaft was bunched distal to the strain relief tubing. The solder joint outer diameter was measured with a hole gauge; however, the hole gauge would not advance past the offset and overlapping intermediated coils and did not meet manufacturing criteria. The outer diameter of the core proximal to the hypotube was measured with a laser micrometer and met manufacturing criteria. The inner diameter of the guide wire lumen of the sds was measured with a full length mandrel; however, the full length mandrel could not advance past the bunching in the shaft noted and this did not meet manufacturing criteria. The stent implant outer diameters were measured with a snap gauge and met manufacturing criteria. The entire length of the tip was measured and met manufacturing criteria. The returned guide wire was used in an attempt to advance through the guide wire lumen of the sds straight then looped; however, the guide wire could not advance past the bunching noted in the shaft which contributed to the reported difficulty as explained above. Resistance between devices can occur due to numerous factors including, but are not limited to, interaction with other devices, insertion/removal/preparation technique, lesion morphology, patient anatomy/disease state, the condition of the catheter being used, and/or condition of wire coating. Coagulation of blood or contrast in the lumen of the catheter or on the wire can be a factor in reducing clearance. An attempt to move the wire in this reduced clearance can cause the coils to bunch up or overlap which can increase the diameter of the guide wire and cause resistance between devices. If this resistance is not reduced and continued force is applied to a wire with overlapped coils, this can result in permanent deformation of the wire and possibly lead to the wire resistance in the catheter. Additionally, in certain circumstances, such as during high pressure balloon inflations, manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearance between devices can be reduced to an undesirable level and cause the coils to overlap. The lot history record (lhr) for this product was not reviewed and a similar incident query was not performed because the product part and the lot number were not reported. Overall, a conclusive cause could not be determined for the reported difficulty and there is no indication of a product quality deficiency. Manufacturing performs visual inspection of the guide wire tips after it is loaded into the dispenser and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.